Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal defect repair. It was reported that patient had a mersilene implanted and not a prolene on (B)(6) 2005.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, vaginal prolapse, and cystocele. Following insertion patient experienced pain, erosion, infection, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent mesh removal on (B)(6) 2006 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).